Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins, as well as the battery contact assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself following a shock being delivered to a patient. The customer further advised that when medical personnel powered the device back on, a service indicator was present. Medical personnel were able to continue using the device for the remainder of the event with no additional issues reported. There were no known adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.